Manufacturer narrative:
On may 28, 2020, the product investigation was updated. Updated device investigation summary: upon visual evaluation of the device, a tear was observed at the union between shell and suture tab at 3 o¿clock position. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. As part of our quality process, the manufacturing records of this 7641059 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 08/20/2019, mentor became aware that the device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor cpx4 with suture tabs, med height, smooth, catalog # 3509215, serial # (B)(4). Lot # 7641059. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast surgery with a mentor cpx4 with suture tabs, med height, smooth 650cc and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 8/13/2018, the product investigation was completed and mentor became aware of the correct manufacturing date. Device evaluation summary: during evaluation of the device was observed a tear measuring approximately 1.5 cm located in one of the suture tabs. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).